Manufacturer narrative:
Product event summary: analysis confirmed that the programmer "froze" during boot up. After a very slow boot, the programmer would error out. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer couldn't operate after being turned on. The programmer froze, even after it was restarted. The programmer has been returned for service. No patient complications have been reported as a result of this event.